Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of would not restart after a downstream occlusion was not reproduced during evaluation. A review of the event history log did not verify the symptom, all downstream occlusions were followed by an auto restart or pump off immediately after. The reported condition was not verified. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not restart after downstream occlusion. The event occurred during testing in the infusion center. There was no patient involvement. No additional information is available.